Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information and event date were requested from the customer, but no response was received.

Event description:
The customer reported that the ventilator alarmed with da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) occurrence. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Corrected.

Event description:
The customer reported blower speed error. The customer reported that the unit was in use on patient , but there was no patient harm reported.